Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2018-27245. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were getting shocked from the device and it was painful. No environmental/external/patient factors are known that may have led or contributed to the issue. The diagnostics/troubleshooting performed included an impedance check which showed no problem. A program change was also performed. In addition, the hcp took x-rays and turned the devices off. The action/intervention taken to resolve the issue was the rep informed the healthcare provider (hcp) and they will resolve the issue. The patient was asked, but it is unknown at the time of this report if the issue was resolved. The patient was asked, but it is unknown at the time of this report if surgical intervention is planned. No further patient complications have been reported as a result of this event.